Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: possible lupus diagnosis, low white blood cell count, dry eyes, dry mouth, kidney stones, fatigue, burning in the mouth, swollen lymph nodes, could barely move left arm, hands and fingers feel arthritic, headaches, throwing up, severe diarrhea and difficulty swallowing.

Event description:
Patient reported "swollen lymph nodes". Patient additionally reported "possible lupus diagnosis, low white blood cell count, dry eyes, dry mouth, kidney stones, fatigue, burning in the mouth, could barely move left arm, hands and fingers feel arthritic, headaches, throwing up, severe diarrhea and difficulty swallowing"; these events are not device related. The device remains implanted.